Event description:
It was reported that the lead was not sensing or capturing appropriately at the follow up appointment approximately one week after implant. At a subsequent follow up appointment, the lead was "not in place". The lead remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.